Event description:
The following information has already been reported in manufacturer report # 3007566237-2012-01053: it was reported that the patient experienced a loss of therapeutic effect. The lead / extension connection had slipped down four inches and the patient lost therapy on (B)(6). It was noted that impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report. The following information has already been reported in manufacturer report #3004209178-2012-03434: it was reported that the patient experienced a shocking/jolting sensation in the shoulder when the patient raised/lowered his left arm. The patient also had a loss of therapeutic effect. The device was placed on the left side of the body, but the lead went to the right side of the brain. The patient had been playing with his child on (B)(6) 2012 when the child's hand hit the lead/extension and the issues began. A full range of impedances were run (when tremor is controlled, when tremor is not controlled, with shocking sensation, etc) and it appeared that there was an issue with electrode 6 on the right lead. The left lead appeared to be intact. Interventions/outcome were not reported. Additional information was requested. It was confirmed that impedance checks were completed. Depending on the position of the patient's arm the impedances changed and shocking occurred. The lead was found to be broken at the connector due to his son kicking him at the connection site. The lead and extension were replaced and the patient was doing excellent.

Manufacturer narrative:
Product ID 7482a51, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type: extension, product ID 7482a51, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension, product ID 64002, lot# n218348, serial#, im planted: 2010 (B)(6), explanted: product type adapter, product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37092, lot# 242140002, serial#, implanted: 2010 (B)(6), explanted: product type, accessory product ID 3387s-40, lot# v031485, serial#, implanted: explanted: product type lead, product ID 3387s-40, lot# v027834, serial#, implanted: 2007 (B)(6), explanted: product type lead. (B)(4).